Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is leakingas stated in the independent repair center statement: independent repair center: customer alleged alarming or red light and the key failure is the pilot valve is leaking.